Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0hp78, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had a wound infection at the implantable neurostimulator (ins) site after a device replacement on (B)(6) 2014. The doctor prescribed antibiotics and it took a while, but the patient finally healed up. Further follow-up is being conducted to obtain additional information regarding the infection. If additional information is received, a follow-up report will be sent. See MFR. Report # 3004209178-2014-09895 for information regarding the device replacement prior to the infection.